Manufacturer narrative:
(B)(4) mammo diagnost dr is a digital x-ray system for mammography and includes a digital detector as image receiver. During patient imaging acquisition artefacts was visible on images. Philips field service engineer investigated on site and provided an image which showed a so called "edge issue failure" which is related to the aging process of the detector. The event was originally reported to the authorities as not enough information was available to make a definite reportability decision. Since that time, additional information was received which revealed that the event does not meet the criteria for 21 cfr 803.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA.

Event description:
An artifact is displayed in the image: a black or white line going across.